Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo 13.2; -6.0 diopter implantable collamer lens -within the same surgery due to the lens tore during delivery into the patients left eye (os) on (B)(6) 2024. There was patient contact with no patient injury. Another same model/length lens was inserted during the same surgery. This resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
H6: investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).